Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the paddle lead was causing unknown issues due to stenosis. The patient underwent a lead explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device will not be returned as it was kept by the facility. No further information could be obtained despite good faith efforts.